Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels and ketones; however, no specific bg levels were provided. Customer was taken to the emergency room (ER) where they were treated with intravenous insulin and fluids. Customer was discharged from the ER on the same day. No additional information was provided on the reported event.